Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Further analysis showed that the knife was returned broken and lodged inside the channel. No functional test was performed due to condition of the device. The damage to the knife occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a vats lobectomy procedure, the device locked out on tissue on the second firing with no buttressing material. Before using the powered reverse button, the customer used a second device of the same product code to cut laterally, next to the first device. After that firing, the customer successfully used the powered reverse button on the first device to remove it from the pulmonary artery. Procedure was continued completed with the second device. There were no patient consequences reported.